Event description:
12/90,cancer right breast. Lumpectomy followed by radiation therapy. 6/20/95,bilateral breast reconstruction with implants. 7/18/95,seroma drain spontaneously no evidence of infection. 8/3/95,a little drainage in right breast. No evidence of infection. 8/16/95,apparent infection right breast with dehiscence. 8/18/95, removal of right breast implant. Left implant intact,no apparent problems.